Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory with dade innovin reagent. At approximately 8 am, the result from the meter was 6.9 inr. At approximately 9 am, blood was collected for the laboratory and the laboratory result was 4.9 inr. There was no adverse event. The customer's coumadin was lowered based on the lab result and no medical treatment was needed. The customer was not anemic, no other blood thinners, no antiphospholipid antibodies, and no lupus. The customer has had no bleeding and no bruising. The customer's therapeutic range was 2.5 - 3.5 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 286320) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was tested with master lot strips and liquid quality control. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr) all measurements were without error messages. The results alleged by the customer were not observed in the meter result memory. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.